Manufacturer narrative:
The device is expected to be returned for investigation.

Event description:
The event involved a plum 360 where a patient had been infused with immunoglobulin prior to the final flush with no issues and cannula was fine, according to the patient. The final flush, which followed the pump, was programmed to deliver 100 ml, but it ended up tissuing in the patient's arm and the pump didn¿t alarm. There was a patient harmed as a result of the reported adverse event, but there was no delay in critical therapy.

Manufacturer narrative:
Follow-up 1: testing and investigation found that the device passed a full pvt test without issue. The device audibly alarmed when expected and completed deliveries. The customers setting of 100ml delivery was also completed without issue. The logs were downloaded and reviewed. The complaint that the pump did not alarm for extravasation was not confirmed through alarms logs or testing. The device is not designed to alarm for extravasation.